Event description:
The customer reported that the buttons were unresponsive. The blood glucose reading was 117mg/dl. The caller stated that the numbers were not ramping on their own, and the scroll bar was not moving up or down without input from the customer. A day after, the customer called back to report being in the hospital with high blood glucose of 349mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. No button response and button error alarms due to corroded keypad traces.